Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported the unspecified bd citrate vacutainer tube experienced overfilling. The following information was provided by the initial reporter. The customer stated: "lab director asks if there is a filling limit for the blue top citrate 2.7 ml vacutainer tube. She said for the past week all of these tubes ¿appear¿ to be overfilling; however, the lab is unable to determine if this is true since there is no ¿fill line¿ on the tube." Additional information: customer wanted to know if the tube had a max line on it - the tube itself does not have a max line. Sending fill cards to site (B)(4). Customer states that tubes are filling over min line but not sure if overfilling. She is trying to obtain the lot# they are currently using."